Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the programmer was analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate a device. A new rf head was used to complete the interrogation. The programmer and the rf head were returned for repair. No patient complications have been reported as a result of this event.